Manufacturer narrative:
Device evaluated by manufacturer? No. Lens remains implanted. Process evaluation: work order search. Evaluation result: a lens work order search was performed and another similar complaint was found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in her left eye (os) on (B)(6) 2012. The patient reported dry eye and meibomian gland atrophy. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Implanted date: (B)(6) 2012. Additional information received. The facility confirmed the patients report and indicated the adverse event was not related to the device. The patient had treatment for the dry eye and there were no other complications/health effects related to the event. (B)(4).